Event description:
It was reported that during a surgical procedure, the drill would not slide into the handpiece smoothly. The handpiece was replaced in order to continue with the case. No surgical delay or patient injury reported. Results of the investigation have concluded that the snaplock assembly has incorrect dimensions, which makes it a reportable event.

Manufacturer narrative:
The navio handpiece intended for use in treatment, had an issue with the drill unlocking and failing out of the handpiece during a procedure. The impact on the case was inconvenience and the user intervened to recover and complete the case. The device was being used on a patient during the reported event and no injuries were reported. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. A drill attached to the handpiece and detached, as expected. It was not overly easy to unsnap the drill. The reporter did not return the drill that had the issue with the returned handpiece. Additionally, it was noted that the distance above the wave spring and down to the plunger holder was measured around the circumference of the snap lock. This was not within the specification for this dimension. Hence, the part does not conform to its design specifications. The root cause of this issue was found to be supplier / raw material fault.